Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer was also concerned that the insulin pump was not alarming no delivery when the cannulas are bent. The customer was not able to troubleshoot at the time of the call as she was driving. Advised the customer that a tubing clamp would be shipped to her. Advised to call back at her convenience to conduct the high pressure test. Nothing further was reported.